Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 900mg/dl. Customer stated that they had four infusion sets that had bent cannulas when removed from body. The customer experienced symptoms such as difficulty breathing and high blood glucose level. The customer was treated with antibiotics and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.